Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. No power off, unexpected restart or display anomaly noted during testing. Analysis was unable to perform unexepected restart test due to no up and down button response. The insulin pump was received with scratched lcd window, cracked lcd window at top right and bottom left corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.